Manufacturer narrative:
It was reported that the patient experienced a skin irritation while wearing electrode - adapter - flex. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: improper application technique. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2026, that patient having skin irritation, red, itchy from using flex electrodes. Patient was ordered s&w electrodes. Additional information was received and the following was provided, patient stated they used soap, water and used rubbing alcohol for skin prep regimen. Patient did not report any preexisting skin conditions. Patient sought medical attention, patient was prescribed triamcinolone acetonide 0.1%. Patient stated pictures were available. Patient stated symptoms worsen; patient now has blisters. No additional information provided.